Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), false positive results were acquired. There was no patient impact reported. The following information was provided by the initial reporter: "reported fp."

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), false positive results were acquired. There was no patient impact reported. The following information was provided by the initial reporter: "reported fp".

Manufacturer narrative:
Investigation summary : bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log file review: there were 7 plots and all were caused by low voltages. Very low voltages will cause false positives with anaerobic media.